Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged of black particles in filters. There was no patient harm or injury. The device was returned to the manufacturer's service centre for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer allegation and there was no evidence of visible foam degradation. Section d8, d9, h2, h3 and h6 (type of investigation, investigation findings, investigation conclusions) updated in this follow up report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.